Event description:
Baxter (B)(4) received notification of one cl non-dehp solution set in which the junction between the tubing and the luer lock came apart. The reported product was being used with an unknown infusion pump in the dialysis center by a nurse at the facility. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was received by the manufacturer for evaluation. The customer reported condition of the junction between the tubing and the luer lock coming apart was confirmed. Visual inspection revealed that the tubing was broken off at the inlet port of the male luer. The remaining tubing junctions appeared intact. An assignable cause was not determined. A batch review was performed and the lot met all requirements. As no further action is required, this report may be reviewed and closed. Information erroneously omitted from initial medwatch.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.